Manufacturer narrative:
The cart was manufactured in 2011. This device was beyond its expected useable life. Field service was dispatched to replace the base of the cart.

Event description:
Wheel fell off of cart base and cart fell on technician.